Event description:
It was reported the patient is no longer receiving stimulation and is experiencing a shocking sensation at his ipg site. The patient reports the issues began after pending follow up with his physician. Follow up information identified an sjm representative met with the patient and was unable to check impedances due to the ipg battery being too low. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.